Event description:
It was reported that after the pump removal there was still half a bag of medication left. Per reporter the patient had been unable to use the extra dose because it wasn¿t working, and the nurse had instructed her to try again the following day, which had then worked. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.